Manufacturer narrative:
Additional information: a2, a3a, b3, b5, g3, h6: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparotomy for sma embolization, a couple of sutures were used and while on tying the sutures, the sutures both snapped. To resolve the issue and complete the case, more of the same sutures were opened. There was no patient injury.

Event description:
It was reported that during a procedure, a couple of sutures were used and while on tying the sutures, the sutures both snapped.

Manufacturer narrative:
Concomitant medical products: srgproii 7-0 24 bl cv-11 da vp727x-2 - vp727x-2, lot# d2g0349y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.